Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) pacemaker exhibited an alert message indicating that remote monitoring was disabled. Additionally, a brownout occurred following elective replacement indicator (eri). The brownout feature identifies a drop in battery voltage due to high power events which resulted in remote monitoring being disabled. Technical services (ts) noted that this device is at risk for going into safety mode and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. This device was returned after explant with no additional information provided. Additional information was received that this crt-p was explanted and replaced after operating in safety mode. This device has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) pacemaker exhibited an alert message indicating that remote monitoring was disabled. Additionally, a brownout occurred following elective replacement indicator (eri). The brownout feature identifies a drop in battery voltage due to high power events which resulted in remote monitoring being disabled. Technical services (ts) noted that this device is at risk for going into safety mode and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. This device was returned after explant with no additional information provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) pacemaker exhibited an alert message indicating that remote monitoring was disabled. Additionally, a brownout occurred following elective replacement indicator (eri). The brownout feature identifies a drop in battery voltage due to high power events which resulted in remote monitoring being disabled. Technical services (ts) noted that this device is at risk for going into safety mode and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.